Event description:
During a bankart repair procedure the tissue was not anchored to the bone. It appeared that a portion of the anchor above the eyelet did not hold. No portion of the anchor noted to be free in the pt. The suture from the anchor was removed from the pt. This caused a 20 minute delay to the procedure. Another anchor was used to complete the procedure. The surgeon chose not to remove the anchor or perform an x-ray for the purpose of examining its integrity. No pt injury or complications were noted.